Event description:
On (B)(6)2023, it was reported by a sales representative via sems that the loop from an ar-3636 knotless fibertak was swedged onto the wrong end of the anchor which cause the passing of the repair suture to not exist. This was discovered while trying to pass the repair suture through the anchor during a shoulder labrum repair procedure on (B)(6)2023. Everything was removed from inside the patient and the case was completed using a mini pushlock.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.